Manufacturer narrative:
B4: 19aug2021. The problem was observed during preventative maintenance which is outside of clinical use and therefore, not reportable. Failure analysis on the returned touchscreen assembly shows that the touchscreen was tested, and no failures were identified.

Event description:
It was reported to philips that the device there was a misalignment in the touchscreen's touch position. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The philips service technician evaluated the ventilator and confirmed the touchscreen failure. The philips service technician replaced the touchscreen to resolve the issue. The device successfully passed all required testing and remains at the customer site.